Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the biliary duct during a biliary duct dilation under endoscope and biliary calculi removal procedure performed on (B)(6) 2024. During the procedure, the balloon was placed for dilation. It was found that the balloon burst when it was inflated to 3 atm and leaked contrast. It was reported that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: the fifth affiliated hospital of southern medical university; reported here as initial reporter facility name exceeded character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the biliary duct during a biliary duct dilation under endoscope and biliary calculi removal procedure performed on (B)(6)2024. During the procedure, the balloon was placed for dilation. It was found that the balloon burst when it was being inflated to around 3 atm and leaking contrast. It was reported that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6)hospital. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.